Manufacturer narrative:
Additional information received indicated that the customer's pump battery was able to be charged. Customer continued to use this pump for insulin therapy.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.